Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The report of ¿discoloration¿ was confirmed. The ¿discoloration¿ was noted in lead a and is consistent with having occurred due to outer tubing breaches. It is unknown when these breaches occurred, during explant or during implant. Note: the discoloration is not related to the allegation of ¿low impedance¿, as lead a passed continuity resistance and isolation resistance testing

Event description:
It was reported that during an explant on (B)(6) 2025, the physician noticed that the lead was discolored. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7987688. Common device name: kit implantable slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (b)6), batch: 7987688.